Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via a patient support program (psp), concerned an asian male patient of unknown age. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) from a cartridge via reusable pen (humapen ergo ii), for the treatment of diabetes mellitus, beginning in 2009. Dosage regimen and route of administration were not provided. In (B)(6) 2017 he was hospitalized due to hyperglycemia and urine infection. Further hospitalization details were not reported. He was not recovered for the events. Insulin lispro treatment status was not reported. The reporting consumer did not known if the events were related to insulin lispro or not. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Edit 01aug2017. Case was opened to enter medwatch and to complete the european and (B)(6) (EU/(B)(6)) device fields for device reporting.